Event description:
I received essure on (B)(6) 2011. Although the literature informed me that it would be a quick, in-office procedure, my doctor (listed on essure's website as being trained in the procedure) sent me to the same day surgery center at the hospital, and I was put completely under. The literature also states that the safety and effectiveness of essure is not proven for those under six weeks postpartum, but I received mine just shy of 5 weeks. My devices were implanted with 2 showing on one side, and 0 on the other - both too high. Since the procedure, pms and my periods have gotten increasingly worse. I am now at the point where I experience painful cramps and back aches several times weekly all throughout my cycle. Pms week has become so painful I am bedridden, and I consistently experience issues with painful clots, and extremely heavy flow (going through super-plus tampons in an hour). I have been diagnosed with pmdd, which I believe to be a direct result of the essure. I am allergic to nickel, to the point where I cannot wear jewelry containing it, and self-performed nickel tests have left my skin itchy and bruised for days. I was informed by conceptus, my doctor and the FDA that the nickel contraindication had been removed, so I was safe. Obviously, this was not the case. My doctor knew my uterus to be tilted, having mentioned the problems detecting my babies' heartbeats during pregnancy both times, yet never mentioned that essure is not recommended for women with a tilted uterus.